Event description:
The pressurewire x, wireless tip separated from the wire. The patient anatomy was at a 90% bend when initially advancing the wire after equalization. The device was removed with a non-abbott catheter and the separation appeared to be at the junction between 3 cm radiopaque tip and the sensor. A non-abbott wire was used to complete pci. After that, the remaining part of the wire was retrieved without incident. No adverse consequences to patient.

Event description:
The pressurewire x, wireless tip separated from the wire. The patient anatomy was at a 90% bend when initially advancing the wire after equalization. The device was removed with a non-abbott catheter and the separation appeared to be at the junction between 3 cm radiopaque tip and the sensor. A non-abbott device was used to complete pci. After that, the remaining part of the wire was retrieved without incident. No adverse consequences to patient. The hospital policy prohibits the release of patient information.

Manufacturer narrative:
The reported event of the distal tip coil fracture was confirmed. The results of the investigation concluded that the distal tip coil had been fractured into two sections and stretched. The corewire had also been fractured into two sections at the distal tip. The combined length of the two corewire sections indicated there was no missing material from the distal corewire assembly. Additional analysis revealed that the guidewire was exposed to excessive torqueing and manipulation causing the fracture at the distal tip coil and the distal corewire. Torqueing or excessive manipulation of the guidewire in a sharp bend, against resistance, or repeated attempts to cross a total vessel occlusion may damage and/or fracture the pressurewire, which is inconsistent with the instructions for use (IFU). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torqueing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. The pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.